Event description:
The outside packaging for the essure does not note a warning to not utilize this device with a pt with a allergy to nickel. In addition, the inside packaging that holds the device does not warn of such allergy as well. The location of this notification is found within the package found inside the box, which can be missed or discarded prior to a procedure. Implantable devices should have special attention to allergic reaction issues in clearly visible locations where both the operator and circulating rn/scrub can see them prior to usage. Diagnosis or reason for use: prevention of unwanted fertilization.